Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate high voltage shocks. The morphology present on the ECG was reminiscent of bundle branch block; a wide double peaked qrs complex. Programming changes were recommended. The possible cause of shock therapy was the patient not taking her beta blocking medication that day. No further information is available.

Event description:
New information received states, the recommended programming changes were made. The patient condition was stable and discharged. The clinic has not been able to get in contact with the patient to return for a followup.